Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise with oversensing. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead had also exhibited pacing inhibition with less than two seconds of asystole. The physician did not troubleshoot this lead prior to pocket closure, however it was noted that lead/header connections appeared fine. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise with oversensing. No additional adverse patient effects were reported.